Event description:
During a ptca of a highly calcified 99 % occluded lad the guidewire separated. The fragment was removed using a "snare" device. No pt injury was associated with this event. The device was discarded by the hosp. No pt identification would be released.